Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was found to have declared elective replacement time (ert) at follow-up. It was noted the patient had never presented for follow-up since implant of the device and the patient exhibited high pacing percentages at high output. Suspecting premature battery depletion (pbd), the physician elected to perform a revision procedure wherein the device was explanted and replaced. No adverse patient effects were reported.